Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient had all kinds of problems with the device over the last week. Patient representative (rep) said the patient started having problems probably about sunday, and the problems have continually gotten worse the last couple of days. Patient's healthcare provider had the patient come in for IV antibiotics yesterday, and after that didn't work, the healthcare provider decided to take out the device. The patient representative said that the implant site was turning red and getting super painful. Possible infection was also mentioned. The caller was not with the patient. Agent redirected the patient to their healthcare provider to further address the issue. The ins was being removed because of complications. Patient removed from the program.